Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (left device) and a mentor memorygel breast implant 400cc gel breast prosthesis (right device) and suffered several unexplained systemic symptoms, including neck & back & shoulder pain (primarily on left side of body), thinning hair, brain fog, and tension and pain on ribs whenever she exercised. The root cause of the patient¿s symptoms is unclear. Additionally, it was report that the left breast prosthesis was tearing and pulling underneath. Left breast prosthesis rupture was diagnosed by a healthcare professional. Lastly, the patient developed capsular contracture (baker grade unknown) in her right breast post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, left breast prosthesis rupture, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).